Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements greater than 3000 ohms. It was noted that these measurements were on the lv ring programmed vector. Technical services (ts) reviewed device data and found that there was lv loss of capture (loc). The lv threshold had risen from 2.6v to 3.5v. Ts discussed troubleshooting including isometric testing. No adverse patient effects were reported. Currently, this lead remains in service.